Event description:
A customer reported that their pump had previously shut down. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.